Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Due to frequent rv non sustained oversensing, the lead was capped and replaced during ICD box change.